Event description:
A pt reported she was treated in the upper and lower vermilion by a physician whose name was refused; exact date not known. After approximately two to three weeks, the pt developed "lumpiness" at the vermilion treatment sites. The pt stated that the physician believed the pt had developed a hypersenitivity to collagen, and injected the treated areas with "steroids". The pt refused to give further info or permission to contact the physician.